Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/10/2019. The support service performed troubleshooting reported touchscreen was out of calibration. Customer informed the support service that he wasn't sure if the filter was installed at the time of the error. The support service provided information to the customer, detailing software's (2.30 version) new operational messages. The customer later informed, touchscreen was fully functional after completing the touchscreen calibration and installing the filter.

Event description:
The customer reported touchscreen was working intermittently and there was also a bacteria filter alarm. It is unknown if the unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.